Manufacturer narrative:
(B)(4).

Event description:
It was reported "leaked from the junction of the hub and the catheter during use, and the patient had no safety concerns." The device was removed and replaced. No patient harm or injury. The patient's current condition reported "fine".

Event description:
It was reported "leaked from the junction of the hub and the catheter during use, and the patient had no safety concerns." The device was removed and replaced. No patient harm or injury. The patient's current condition reported "fine".

Manufacturer narrative:
(B)(4). Section d.4. Unique identifier (UDI)# corrected to (B)(4). The customer returned one s-l PICC for evaluation. Signs-of-use were observed on the returned device. The catheter appeared intentionally severed. Visual inspection revealed a hole adjacent to the distal luer hub. The catheter body length measure 19" which is not within the specifications of 19 1/2"-20" per product drawing. This indicates that at least 1/2" of the catheter was severed and not re-turned for analysis. The distal extension line outer diameter (od) measured 0.09320" which is within the specifications of 0.093"-0.097" per product drawing. The distal extension line inner diameter (ID) measured 0.057" which is within the specifications of 0.055"-0.059" per product drawing. This indicates that the wall thickness measured within specifications. Functional inspection of the catheter was performed per the instructions-for-use (IFU) provided with the kit which states "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The catheter was flushed using a lab inventory 10ml syringe. Water was observed exiting the hole in the distal extension line. A device history record review was performed, and two findings were identified. Nonconformances were initiated to address the issue of a deformed catheter body. Based on evaluation of the returned sample, these are not relevant to the reported issue. The IFU provided with the kit in-forms the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The customer report of an extension line leak was confirmed through complaint investigation of the returned sample. Visual inspection revealed a hole adjacent to the distal luer hub. The appearance of the damage is consistent with a manufacturing issue. The catheter met all relevant dimensional and functional requirements. Based on these circumstances, manufacturing likely caused or contributed to this event. Non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for complaints of this nature.